Event description:
This report summarizes 2 malfunction events where a midwest tradition handpiece would not hold burs. No injury resulted in any of the events.

Manufacturer narrative:
2 of 2 devices were returned for evaluation. Evaluation of 1 device found normal chuck wear and the turbine needed to be replaced. The device was repaired and returned to the customer. Evaluation of 1 device found chuck wear and lack of maintenance. The devices had a non dentsply sirona manufactured cartridge, which is incompatible. The device was repaired and returned to the customer.